Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, diabetes mellitus, peri-implantitis ((B)(4) are same patient).